Event description:
It was reported that a therapeutic hydrothermal ablation procedure was performed in 2006. The patient suffered what was thought to be a second degree burn on the inner thigh. Additional information received on august 17, 2006 indicates that it is more likely a third degree that occurred. Patient was treated with silvadene cream and has been followed by physician.

Manufacturer narrative:
The device has not been received by the manufacturer, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.